Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl; cause was not known. Paramedics were called and treated the patient with "dextro" to address the issue. Customer declined follow up so no additional information could be obtained regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.